Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was reported that the bg specific value displayed high but was unknown. A correction injection via manual injection was administered to address the bg level. Customer loaded a new cartridge however the cartridge alarm recurred. Cts will replace the pump.